Event description:
Device 5 of 6. Ref MFR reports: 1627487-2013-03982, 1627487-2013-03983, 1627487-2013-03984, 1627487-2013-03985 and 1627487-2013-03987. The pt's records indicated the pt underwent scs ipg replacement procedures on (B)(6) 2008, (B)(6) 2008, (B)(6) 2009 and (B)(6) 2010, in addition to an scs ipg explant on (B)(6) 2011. At this time, it is unk which ipg is related to this issue; therefore, all are being reported. It was reported, the pt experiences shocking sensations as well as recharge issues in addition to the scs ipg(s) overheating. It is unk whether or not the pt's charging system(s) were involved in the overheating issues; therefore, the charging systems are also being reported. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.